Event description:
Boston scientific received information that there was noise noted on the stored episodes for this right ventricular lead. The measurements were stable. The patient did experience some pauses (less than one second) and dizziness. A lead fracture was observed on fluoroscopy. A lead revision was planned for the following day. There were no adverse patient effects reported. Additional information was received that the lead was surgically abandoned. During a heart catheterization two distinct fracture points were noted under fluoroscopy. To date, this lead has not been returned for analysis. This report will be updated should further information become available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.